Event description:
It was reported that the device was explanted; however, the explant reason is unknown. No further details were provided. It is unknown if the device is available for evaluation. No one day implant duration.

Manufacturer narrative:
Device not returned.